Event description:
It was reported that outflow stenosis was at 70%, noted on the computed tomography angiogram (cta) on (B)(6) 2023. There were no low flows prior to this. The patient was seen in clinic on (B)(6) 2023 and noted to have low flow hazard alarms a few weeks ago. The alarms were unable to be verified due to low voltage advisory alarms. The log file review confirmed low power hazards due to normal battery depletion. The patient was asymptomatic at the time of the event yet had persistent heart failure symptoms on ventricular assist device (vad) therapy. Pump settings were optimized based on trans-thoracic echocardiogram (tte) and hemodynamic assessment. Outflow stenosis was at 70%, noted on the computed tomography angiogram (cta) on (B)(6) 2023. There were no low flows prior to this.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outflow graft stenosis could not be confirmed. Additionally, review of the submitted log files could not confirm the reported event of a low flow hazard alarm. A specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported heart failure symptoms cannot be conclusively determined through this evaluation. The controller event log file contained events from 01sep2023 through 07sep2023, per the timestamps. It should be noted that any events captured prior to this timeframe were overwritten by newer incoming events. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. Review of the submitted cta image could not confirm the reported event of outflow graft stenosis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) IFU, rev. C, and heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.